Event description:
It was reported that the customer had a lost sensor alarm occur with their insulin pump. Due to the lost glucose sensor, the customer experienced low blood glucose levels. The customer's blood glucose level was reported at 45 mg/dl at the time of the incident. The customer treated the low insulin with juice and will call back to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.